Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 742 mg/dl and high ketones were present. Cause of bg level was not known. Customer administered a manual injection to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline, insulin and was given "tylenol and sofrin for pain and nausea respectively". Customer was discharged the following day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.